Event description:
It was reported that the patient's right atrial lead was capped on (B)(6) 2006 due to unknown reasons.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.